Manufacturer narrative:
The customer contacted siemens to report that an operator was exposed to reagent probe cleaner and sample probe cleaner when the operator replaced reagent on a dimension vista 500 instrument. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the manifold o rings in the door and the reagent probe cleaner and sample probe cleaner bottles. Then, the cse ran system checks, which recovered acceptably. Siemens reviewed the event and determined that the incident was preventable had the operator wore eye protection and did not squeeze the bottle. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an operator was splashed in the eyes with reagent probe cleaner and sample probe cleaner. The customer indicated that when the operator opened the door to change reagent, two bottles were on the floor of the instrument and when he placed them back on the manifold on the door of a dimension vista 500 instrument, the operator accidentally squeezed the bottle and solution splashed into their eye. The operator was not wearing protective eyewear at the time of the event. The operator went to the emergency department and had their eyes washed. The operator did not require any medical attention after washing their eye. There were no impact to testing due to this event. There are no known reports of adverse health consequences due to this event.